Event description:
As reported in a letter to (B)(6) public health on (B)(6) 2015 by (B)(6), rn, bsn, phn, cphq, cic, infection control preventionist, three patients were admitted with septicemia following ercp procedures. The patients were positive for similar multi-drug resistant pseudomonas.